Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. Unit received with cracked case at display window corners, display window, reservoir tube and belt clip slot. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm while at the beach. Customer's blood glucose was 163 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.